Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt's system was explanted due to an infection. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.